Event description:
Additional information was received from the consumer on 2017-01-23 reporting that it was possibly an operating error on the patient¿s part. They reviewed the buttons on all of the equipment. It was reported that they would monitor the situation and review with the surgeon if necessary.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was turning off unexpectedly since (B)(6) 2016. The ins was fully charged. The patient stated they charge every other day. The patient stated they would know therapy was off when they stopped feeling stimulation and they use the patient programmer to turn the therapy on. The patient stated they always use therapy and never turn it off. Reviewed syncing ins first and then confirming status. Setting was group a @ 4.0v and therapy was on. Battery status was 100%. It was suggested that the patient keep a journal of on/off incidents and to discuss with healthcare provider. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.